Event description:
Infant with respiratory distress syndrome, possible sepsis, renal failure, anemia and intra-ventricular hemorrhage received an unintended bolus of lipids via a medication syringe pump. The patient was ordered to receive 0.38ml/hr of lipids but received 6.3ml over a one and a half hour period. The following day the patient expired. Death certificate reflects the cause of death to be intra-ventricular hemorrhage. Family declined autopsy.====================== health professional's impression======================the syringe pump had a history of plunger failure in 2009 which was reported repaired by the manufacturer. The pump has been in use since the repair and return without any additional reported issues regarding delivery.